Event description:
The customer reported that when you plug unit in, after 60 seconds it goes off even if it's plugged in. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.